Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the product was not returned. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of discomfort, urinary incontinence, urinary tract infection, and pain was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported the patient turned off their device due to pain. The patient stated they have chronic cystitis and makes them frequently urinate. The patient also had frequent urinary tract infections and pain in their rectum. The physician had the patient turn off their stimulation and the patient said the pain subsided but still present. Additionally, the patient had surgery to explant their neurostimulator and tined lead on (B)(6) 2026. The physician recommended the removal due to the discomfort. Per the patient, they are doing better now and there is no more pain around the site.

Event description:
It was reported the patient turned off their device due to pain. The patient stated they have chronic cystitis and makes them frequently urinate. The patient also had frequent urinary tract infections and pain in their rectum. The physician had the patient turn off their stimulation and the patient said the pain subsided but still present. Additionally, the patient had surgery to explant their neurostimulator and tined lead on (B)(6) 2026. The physician recommended the removal due to the discomfort. Per the patient, they are doing better now and there is no more pain around the site.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 1201. Serial number: (B)(6). Batch/lot number: al1h721992. Model/catalog description: tined lead. Unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the product was not returned. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of discomfort, urinary incontinence, urinary tract infection, and pain was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Correction: block h11: UDI, tined lead model number and catalog description.